Event description:
A high blood glucose level was reported, with the specific value unknown but displayed as "high." Cause was not known. Customer had taken no action to address the elevated blood glucose. The customer was instructed to inspect various components of their insulin delivery system, including the site, infusion set, and tubing, without finding any issues. Technical support recommended consulting with a healthcare professional and advised the customer to replace supplies and resume insulin use as necessary.